Event description:
Ten coils were used in an aneurysm coiling procedure. Post procedure, it was reported patient developed diplopia and the physician observed a metallic artifact in the left thalamus (from MRI images).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient. Model and lot numbers involved: add'l model: x-2-2-t10-hss, add'l lot#: 4656520, add'l date manufacture: 12-2007, add'l expirate date:12-2012. Add'l model: x-2-1-t10-hss, add'l lot#: 5282606 (2ea), add'l date manufacture: 03-2008, add'l expirate date: 03-2013. Add'l model: x-2-1-t10-hss, add'l lot#: 5389679 (3ea), add'l date manufacture: 03/2008, add'l expirate date:03-2013. Add'l model: x-2-1-t-10-hss, add'l lot#: 5328633 (2ea), add'l date manufacture: 03-2008, add'l expirate date:03-2013. Add'l model: x-2-1-t10-hss, add'l lot# incomplete lot # reported.